Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient was receiving amicar 1g/250ml. Bbraun educator was called to the room by the registar nurse (rn) stating the pump infused 50ml and then stopped. After bbraun educator was called she walked her through the process, she realized she (rn) accidentally programmed a bolus of 1g/50ml instead of 1g/250ml as previously stated. Her order was for 1g/250mg and that concentration was missing from the drug library. Bbraun educator showed her how to program a medication if its missing from the library with basic infusion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.